Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. However, a customer photo confirmed that the co values on the hemosphere monitor reading was about 4 points higher than the co value on the ev1000 monitor. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Lot number was not provided; therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that post-cardiac surgery when hooking up a (B)(6) male patient to the hemosphere monitor in the ICU they noticed a different sent of values compared to the or numbers they had just unplugged from. The swan cco numbers were reading high compared to what the doctors were believing. A flotrac was used to confirm and the flotrac displayed numbers that the doctors were more comfortable believing as it relates to how the patient was presenting and what drips they were on post-surgery and compared how the patient ran during surgery. Troubleshooting continued between the swan and hemosphere for a couple of hours when the doctor tried advancing the swan 5 more cm as the chest x-ray confirmed that it may be just a little short of goal. The swan on the hemosphere started to slowly trend down to the values of the flotrac (within 2 points on the co compared to the 5-6-point difference beforehand), but shortly after it trended back up. The catheter was discarded. No patient complications were reported. The hospital is not giving any additional details for this event.